Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned or was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient's spouse reported that the tube was unable to mobilized. On (B)(6) 2023, the spouse reported that the surgeon took out a buried plate and put in new probes.